Event description:
It was further reported that there was low or high impedance, and a lead fracture. The lead was partially removed and replaced.

Event description:
It was reported that there the right ventricular impedance has been fluctuating between 437 and 4037 ohms. There was oversensing, and there appeared to be noise. It was also reported there was high impedance ranging up to greater than 4000 ohms and low impedance of less than 200 ohms. The lead remains use until the physician decides how to proceed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). (B)(4) defibrillator - 2009 (B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.